Event description:
A doctor alleged that a channels niti pt file 25 mm had broken in the canal during a patient's procedure.

Manufacturer narrative:
A correction was made; the product is labeled as single use only. On (B)(6) 2014, a dealer representative reported that a doctor's office alleged that between lot numbers 123134808i and 12134808k for the channels 25mm files, a file had broken in the patient's canal during a procedure. The initial MDR report for this incident was submitted on 08/08/2014. On 11/11/2014, sybronendo was made aware that an additional two (2) lots (121262153 and 1312481oe) were also associated with this incident. Although the doctor identified four (4) different lots associated with the broken file, the doctor could not verify which lot was being used on the patient at the time of the incident. The products from lot numbers 12134808i and 12134808k were returned; however, the product returned was new and unused. A visual and physical evaluation was performed on the returned product, yielding results within specifications. The products from lot numbers 121262153 and 1312481oe were not returned. An evaluation of retained product is anticipated, but has not yet begun.

Manufacturer narrative:
Specific information regarding the patient's gender, age, and weight was not provided. Although the office had identified two (2) different lots associated with the broken files, the office could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lot numbers involved in the alleged incident include lots 12134808i and 12134808k. The patient was dismissed from the office with the broken part left in place within the canal. The doctor retrieved the broken part and completed the procedure when the patient returned for a follow-up visit, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a visual and dimensional evaluation was performed on retained samples from the same lots, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process.